Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-01504, 3006705815-2023-01505. It was reported that the patient's leads had migrated and they were experiencing pain at the ipg site. It was noted that the leads may have migrated due to a previous unrelated procedure and that the patient had lost over 100 pounds. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the ipg was repositioned and the leads were explanted and replaced. Effective therapy was established post-operatively.